Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, unstable thresholds were observed on this lead. The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.